Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, in situ measurements showed short circuits between three channels, however the cause for those could not be determined as the active electrode has been damaged. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
After a reported head trauma there was an obvious decline in hearing performance with the device. After two months of observation, the hearing performance still didn't improve.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a reported head trauma there was an obvious decline in hearing performance with the device. After two months of observation, the hearing performance still didn't improve. The user was re-implanted on (B)(6) 2019.